Event description:
It was reported that the ventilator's humidifier holder broke. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The returned humidifier holder which are attached to the rail on the ventilator has been investigated. The broken humidifier holder implies that the holder has been exposed to a mechanical force that's above the designed specification. It¿s unknown to us under which conditions the reported humidifier holder broke.

Event description:
(B)(4).